Event description:
Prior to surgery, when the device was being primed. Rn informed writer that the aspiration was weak and there was intermittent periods of slow aspiration. Surgery was delayed slightly, as they replaced the pack with a new one. There was no adverse effect to the pt.